Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s screen shattered after the user placed the device on a counter and it fell, though the screen remained readable and the pump remained functional, and blood glucose was reported as 152 mg/dl without impact. Symptoms included no adverse clinical effects. Outcomes included continued therapy use with replacement arranged and instructions provided for device shutdown and data syncing prior to return. Investigation included customer interview, records review, and logistics review associated with replacement and return. Investigation of this device revealed physical damage to the display assembly consistent with accidental drop, with no functional pump malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage due to impact.